Event description:
It was reported that an ilet device exhibited an unresponsive sleep/wake button, with the wake function failing several times per day, and the user was transitioned to multiple daily injections while a replacement ilet was arranged. Symptoms included no alerts or alarms. Outcomes included interruption of device therapy requiring alternative insulin administration and device replacement. Investigation included a review of device history records, a complaint trend review, and an assessment of user-reported performance. Investigation of this case revealed a malfunction related to the device user interface button, with no evidence of associated injury. It was concluded that the event was attributable to a device malfunction of the sleep/wake button, and replacement was warranted.